Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) and with challenging transeptal for a mitraclip procedure. During the procedure, when clip was exiting the steerable guide catheter (sgc), patient was crashed and had asystole and required chest compressions. Patient was recovered and the air bubbles was suspected in the aorta. All steps were performed as per IFU. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported cardiac arrest was likely a cascading effect of the air embolism. The reported patient effects of embolism and cardiac arrest, as listed in the mitraclip g5 system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.